Event description:
It was reported that a metal foreign body was found on an x-ray performed post initial knee surgery and was removed four days later through the skin incision made during the initial procedure. The origin of the foreign body is unknown. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). D4 - primary device identification (UDI) number is not applicable as the lot number of the device is unknown. D10 ¿ 00-5150-475-01, pulsavc plus fan spray kit int, lot 77750365. G2 ¿ foreign ¿ japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11. H11 - attempts have been made to gather all product identification information and no further information has been provided the foreign body in the reported event was not returned for investigation; however, pictures were provided and reviewed which identified a metal pin. It has not been possible to establish from the photos (including the measurements photos provided) if this has come from an oxford instrument. Further information was received with regards to a pulsavac wound debridement system however nothing can be gained from this additional information with regards to the investigation of this reported event. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Radiographs were provided and reviewed by a health care professional. The complaint is for a retained foreign body that was removed several days after identified and it is clearly indicated in the complaint that it is unknown what the foreign body is related to but found post procedure. As the foreign body was explanted and images are provided of the item, nothing further can be gained from review of the radiographs. Based on the available information, the reported event can be confirmed in that a foreign body was retained however it isn't possible to confirm that the metal pin is from an oxford instrument. A definitive root cause could not be determined. There are multiple oxford instruments which include metal pins within their design and furthermore, other devices are also used during surgery, including wound debridement systems as also reported in this complaint among others.it is therefore not possible to identify if the pin came from a zimmer biomet product. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.